Event description:
Customer reported experiencing multiple intermittent occlusion events, triggering alarms coded as alarm 2 and alarm 26. These occlusion issues led to the customer's blood glucose levels being reported as high, though no specific values were provided. To manage the high blood glucose levels caused by the occlusion, the customer administered a corrective bolus via the insulin pump, changed the infusion set and cartridge, and successfully resumed insulin therapy without third-party assistance.